Event description:
The manufacturer received information alleging a ventilator displayed an "active exhalation valve failed" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s proportional valve was replaced to address the issue.